Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reportedly received the following results on an nano meter, compared to a professional meter, within 10 minutes: 440 mg/dl (nano) and 190's mg/dl (doctor's meter). No adverse event reported. Requested return of the alleged device and replacement was sent.